Event description:
A couple of the click'x implants off post-operative. The patient was implanted at l4/l5/s1 with t-plif and click'x. Two months later, the patient complained they were hearing a "clicking" in their back. X-ray allegedly shows the heads (or locking caps) popped off the screws bilaterally at l4. Patient scheduled for removal. It is unknown if implants were removed.